Manufacturer narrative:
Within warranty? No ************* notes: 06/14/24 repair tech: (B)(6). 000 evaluated, meets specifications; contact customer ***could not duplicate customer complaint. Unit working within factory specs. Advise customer to ensure water pressure to unit is at recommended 40 psi for optimal water flow; insert(s) used is free of damages/clogs and functioning; blue water flow control knob on handpiece cable is turned up to allow water flow.*** replaced damaged/worn components and recalibrated unit to factory specs. Hpc - 202220, hp - 202112. Qa by gb ************* within warranty? No ************* within warranty? No.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron plus g136, they allege that they have no water and the handpiece is heating up, no injury resulted.